Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not reappear after resetting. The customer was advised to continue using the pump and to call back if any further issues occurred.